Manufacturer narrative:
The device was returned to olympus and the evaluation found: the aw-channel has foreign objects. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the aw-channel has foreign objects.